Event description:
Literature was reviewed regarding the outcomes of valve-in-valve transcatheter aortic valve implantation (viv-tavi) in a group of 15 patients with failed stentless valves. Stentless valve types were as follows: medtronic freestyle (n = 9), medtronic/ats 3f enable (n = 1), and two non-medtronic brands (n = 5). The authors listed severe aortic regurgitation, aortic stenosis (mean gradient of 24 mmhg), and mixed regurgitation/stenosis as the failure modes/reasons for replacement. The mean time between stentless valve implant and viv-tavi was 14 years. During viv-tavi, the patients received either a medtronic evolut r/pro/pro+ valve (n = 6) or a non-medtronic valve type (n = 9). Among all study patients, adverse outcomes of viv-tavi included: valve malposition/dislodgement necessitating the use of a snare and implant of a second transcatheter valve; permanent pacemaker implant for third-degree atrioventricular block; stroke; vascular complications; blood transfusion; endocarditis; patient-prosthesis mismatch; mild paravalvular leak; elevated mean gradients; and rehospitalization for heart failure. Additionally, four deaths occurred during follow-up. However, no evidence was presented to suggest a causal relationship between a medtronic product and any deaths.

Manufacturer narrative:
Citation: baudo m, sicouri s, yamashita y, et al. Transcatheter aortic valve-in-valve implantation in failed stentless valves: a single-center experience. J invasive cardiol. 2025;37(7):10.25270/jic/25.00006. Doi:10.25270/jic/25.00006 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.